Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets cannula kinked event on (B)(6) 2024, after three hours of insertion. Insertion site was thigh. The blood glucose level was high. Therefore, patient was treated with correction injection via multiple daily injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.